Event description:
Gambro received a report that during a heat citric disinfection procedure, the bicarbonate concentrate tubing came off the blue male concentrate connector assembly on the lower front panel of a phoenix machine. Following this disconnection, a nurse was burned by hot water that sprayed onto her leg. The nurse was treated according to the unit's policy (she was not treated in the emergency room or seen by a physician). The nurse returned to work the following day. The phoenix machine remains in service.